Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 20, 2019 that a lighttrail tractip laser fiber used in a lithotripsy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a auriga 30 watt console with laser settings of 400 joules and 12 hertz. According to the complainant, during the procedure, the tip of the laser fiber was cracked while it was being advanced through the scope adaptor. The procedure was completed with another lighttrail tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition after the procedure was fine.